Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient experienced dka (diabetic ketoacidosis) and was feeling very sick. The patient was admitted to the emergency room, there the cgm was reading was unknown and the blood glucose reading was 1200 mg/dl. It was reported that the sensor (cgm reading) severely underestimated the real bg but consistently provided cgm readings. The insulin pump adjusted the insulin provided based on the cgm reading and the patient received significantly led insulin doses than needed. At the hospital the patient was treated with unspecified medication. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/15/2025. It was reported that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).